Manufacturer narrative:
The user facility cancelled a processing cycle and did not realize that the water had not completely drained when they opened the unit, causing a water leak. All instruments were reprocessed prior to use in patient procedures. The steris operator manual states on page 7-15 in part 2, which outlines the proper operation when cancelling a cycle, "verify that fluid has drained from chamber. Look through the processor window into the chamber to verify that the fluid has drained from the chamber." And "caution: if fluid remains in the chamber at the end of a cycle, call customer service." A steris service technician arrived on-site, inspected the unit, and identified the pinch sleeve valve, which allows the unit to drain quickly, required replacement. The technician replaced the pinch sleeve valve, tested the unit, and confirmed the unit to be operating according to specification. The following week, the user facility reported that the unit was leaking water. A steris service technician arrived on-site, inspected the unit, and identified the user facility had been using a damaged tray. The technician notified the user facility to discontinue use of the damaged processing tray, tested the unit with a new tray, and confirmed the unit to be operating according to specification. The unit was placed back into service.

Event description:
The user facility reported their system 1e processor was leaking water. No injury, procedural delay, or cancellation was reported.